Event description:
During an unspecified procedure, the suture broke. Minor bleeding occurred. The surgeon applied another product. No pt injury was reported.

Manufacturer narrative:
6/3/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. The product was not returned to the MFR for evaluation.